Event description:
A report was received that the patient was receiving high impedance readings on his remote control. The bsn sales representative attempted reprogramming, but the issue was not resolved. The physician opened the pocket site to troubleshoot the connection between the leads and the ipg. The physician explanted the ipg and implanted a new ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.